Event description:
After 10 months of implantation, this pacemaker was removed because of erosion and infusion.

Event description:
After 10 months of implantation, this pacemaker was removed because of erosion and infection.